Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip delivery system was discarded. The clip remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The steerable guide catheter referenced is being filed under a separate MFR number.

Event description:
This is filed because the clip delivery system caused damage to the steerable guide catheter. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The unspecified stiff guide wire was advanced into the anatomy without issue. The dilator/steerable guide catheter (sgc) were advanced into the patient anatomy and the sgc was advanced into the left atrium. The dilator was retracted with the stiff guide wire and a clot was noted on the stiff guide wire. 7500 units of heparin had been previously administered and the activated clotting time (act) was 280-300 seconds. An additional 3000 units of heparin were administered. The clot was retracted with the stiff guide wire into the valve of the sgc and aspirated using a 50 cc syringe. The procedure continued using the same sgc. The clip delivery system (cds) was advanced and the clip was implanted without difficulty. During removal of the cds, the cds was removed before the l-lock tab was fully retracted into the clip introducer. The l-lock tab damaged the hemostasis valve, by puncturing it during retraction, and air entered the sgc hemostasis valve. The air was aspirated and no air entered the patient anatomy. Although it was reported that the hemostasis valve was damaged, the physician used the same sgc with a second clip delivery system without issue. Two clips were implanted and the mr was reduced to grade 1. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to the reported adverse event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip instructions for use (IFU) states, ensure that the delivery catheter tip is inside the clip introducer by visualizing the proximal sleeve alignment marker just outside the clip introducer. Based on the information reviewed, the reported improper or incorrect procedure appears to be due to the user error of not ensuring that the delivery catheter tip was inside the clip introducer before retracting the clip delivery system (cds) out of the steerable guide catheter (sgc). However, the device damaged another device appears to be due to cascading effect of the unintended user error of not inserting the delivery catheter tip inside the clip introducer before retraction as it caused damage to the hemostasis valve of the sgc. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.